Event description:
Following an ep study with ablation therapy, an anglo-seal device was deployed in a small 17 year old female's right groin. Immediately post deployment the pt complained of pain. At this time the pt's pedal pulses were checked & noted to be absent. An ultrasound was obtained which identified an occlusion, & the pt was taken to surgery. During surgery, initial damage was noted in conjunction with an occlusion of the right common femoral artery. The puncture was identified in the common femoral arterial wall, approximately 1.5 cm above the bifurication of very small profunda & superficial femoral arteries. The device was removed & vain patch angioplasty performed. The pt reportedly tolerated this procedure well & was discharged home. As of 07/09/1998 there has been no further report to the MFR of complication or pt sequelae.